Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision hip due to dislocation. Revised ceramic femoral head and liner size 36. Replaced with ceramic head and poly liner size 32. As reported: patient has had 2 recurrent dislocations in 2 weeks; non previously. (B)(4) vigilance decision: reportable. Adverse event description: patient had hip replacement surgery on (B)(6) 2011. Patient had revision surgery on (B)(6) 2018 due to dislocation. Revised biolox femoral head size 36 and rim-lock ceramic liner size 36. Replaced with biolox femoral head size 32 and rim-lock poly liner size 32. CAPA(B)(4).